Event description:
There was an allegation of a questionable result from coaguchek xs plus meter serial number (B)(4). The result from the meter was 6.1 inr. The second test was performed with a different strip and the result was high. No specific data was provided. The result from a laboratory using an unknown reagent was 4.5 inr. The tests were taken minutes apart. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.8 inr . Qc 2: 2.8 inr . Qc 3: 2.8 inr . All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred.